Event description:
It was reported that during a percutaneous coronary interventional treatment procedure a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified diatal posterior descending artery. The target lesion was a progressive lesion in the distal portion of an unspecified stent. The 2.5 x 15mm nc quantum apex monorail balloon catheter was advanced to the target lesion when the balloon ruptured on the second inflation at 20 atm. The first inflation was to 20 atm for 20 seconds. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous and calcified distal posterior descending artery. The target lesion was a progressive lesion in the distal portion of an unspecified stent. The 2.5 x 15mm nc quantum apex monorail balloon catheter was advanced to the target lesion when the balloon ruptured on the second inflation at 20 atm. The first inflation was to 20 atm for 20 seconds. The procedure was completed with a different device. There were no patient complications reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex monorail (mr) device was received with no other devices or original packaging. Dried blood and contrast were visible in the balloon and inflation lumen. There was a pinhole in the balloon material 2mm from the proximal balloon waist on the distal edge of the proximal markerband. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the pinhole. The remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).